Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation therapy. The pt visited the hospital approximately a month ago and she turned her stimulation off before visiting the hospital, she recently turned the stimulation back on, and it is no longer effective. Reprogramming did not resolve the issue. X-rays were taken and it showed the lead has moved. The pt spoke to her physician regarding having her scs system removed. Sjm representatives spoke with the physician and the physician stated he will speak with the pt again and determine the next course of action.